Event description:
Reportedly, two days after the implantation of the pacemaker involved in this MDR report, it was observed that pacing failure and high impedance (>3000 ohms) at ventricular level and sensing failure was doubted at atrial level. An x-ray did not reveal anomaly. At re-intervention: atrial lead was found already out of the port and the ventricular lead was pulled out easily. Leads were controled: no anomaly was observed then they were re-connected to concerned device and clicking sound and tight connection were confirmed again, normal ddd mode operation was also confirmed but the physician decided not to implant this pacemaker which was returned for analysis. Another reply pacemaker was successfully implanted.

Manufacturer narrative:
Conclusion: the electrical characteristics of the returned device were within specifications. Holes of screwdriver slots were observed upon visual inspection of the returned device; however, it is not possible to determine whether these damages resulted from screwing operations at implant or implant, i.e. Whether it could have been related to the reported event. However, reportedly,leads were pulled out easily during re-intervention (atrial lead not tightened at all / ventricular lead removed easily); when leads are not properly tightened, lead impedance and loss of sensing / pacing could be observed.